Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) error message was not confirmed during functional test and during archive data review. The autopulse platform (sn (B)(4)) was evaluated and performed compressions with no issues. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. No physical damage observed during visual inspection. The autopulse platform is a reusable device and was manufactured in january 2007. The device has been operating for over 11 years and has exceeded its expected serviceable life of 5 years. User advisory - ua45 (not at "home" position after power-on/restart) error message was not identified during archive data review. During initial functional testing, the ap platform was able to perform compressions with no issues. However, the drive shaft does not rotate smoothly when the belt clip was inserted. It is very difficult to move. The part required to repair this problem (ap 1.1 encoder) is no longer available, and so the platform can't be repaired. The platform will be returned to the customer unrepaired and labelled "not for clinical use", this issue was unrelated to the reported complaint. Historical records were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
The customer reported that the autopulse platform displayed user advisory - ua45 (not at "home" position after power-on/restart) error message and would not clear. No patient involvement.